Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a continuous alarm started ringing just before the self-test was completed. The event occurred during priming at the patient's home. There was no reported patient involvement/harmed.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed an no disposable alarm. The reported issue was replicated during the testing. The probable cause of the issue was due to anomaly in the component (downstream occlusion sensor (dso) sensor). The affected component replaced with new one. The device passed all functional tests with no problem after the repair.